Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three shocks and pacing therapy for what appears to be supra ventricular tachycardia (svt). It was noted that the three shocks by the implantable cardioverter defibrillator (ICD) were due to possible rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.